Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A review of complaint history determined that no further action is required as no trends were identified. A definitive root cause was unable to be determined; however, was likely the result of an insufficient bond between the implant and the bone, which led to aseptic (non-infected) loosening. However, this cannot be confirmed as the devices were not available for evaluation and limited clinical information was available at the time of evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this patient presented with aseptic loosening and osteolysis s/p right total knee arthroplasty with an exactech prosthesis. The patient was screened pre-operatively for infection. Based on clinical history, exam, and laboratory data, there was no concern for infection. Patient had a revision right total knee arthroplasty, femur, tibia, and polyethylene. Revised to stryker components. Devices will not be returning.